Manufacturer narrative:
The hvad is used for treatment not diagnosis. The facility reported that a patient's controller connector two (2) pins had been damaged when transferring patient to ICU. There was no reported patient injury related to this event. The controller was returned to the manufacturer for evaluation. Evaluation confirmed damage to the pins of the connector two (2) disabling the controller from properly connecting to a power source. The root cause for the 'poor mechanical connection' event was found to be a damaged pin on port two (2) connector most likely a result of improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that a pin within power port two (2) of the controller had been bent during transfer of patient to the ICU. The ventricular assist device (vad) coordinator noticed that the ac cord was not connected and battery in power port one (1) was being used. Upon inspection, he noticed a bent pin that did not allow for proper connection. The facility performed a controller exchange, removed the controller from service and provided the patient with a replacement device. The device was returned to the manufacturer for evaluation. There was no reported patient injury related to this event.